Event description:
A vns pt's father called manufacturer and reported that his son had left vocal cord paralysis, diagnosed by an ear, nose and throat physician via scope. Additionally, reported the pt did have some hoarseness after their vns implantation, but that at his f/u appointment his hoarseness had resolved. The pt's vns was programmed on the day of surgery per the family's request. Good faith attempts have been made, and thus far no further info has been attained.